Event description:
It was reported that there was no telemetry. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned, analyzed and longevity testing at nominal parameters revealed the device had met its expected longevity.